Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for intractable spasticity. The pump was used to deliver gabapentin. Dose and concentration information was not reported. It was reported that the patient had a pump infection. The patient was put on an antibiotic regimen. The reporter wanted to know where the micron filter within the pump was so they could figure out if the pump was infected or not. A side port aspiration was planned for (B)(6) 2023 "to see what is going on". As of (B)(6) 2023, the infection was in the process of resolving. It was unknown if any additional actions were taken or planned to resolve it. It was unknown when the infection was first observed. It was unknown if any diagnostics/troubleshooting was performed. It was noted that the patient's weight at the time of the infection was 24.5 kilograms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.